Event description:
It was reported that after the patient with a pacemaker implant underwent an MRI scan, an interrogation was performed and showed no issue. The programmer session was going to be terminated and then an error code was displayed on the programmer screen. The screen then moved to a different display and the programmer froze. Another programmer was used and it was then confirmed there was no issue with the implanted device settings. Servicing of the programmer was requested. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer froze. It was indicated that one system error was found in the system logs. It was confirmed that the power cord bay was broken. It was also indicated that the radiofrequency head connector was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was further reported that the power cord bay was broken. The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.